Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a failed battery alarm. The customer's blood glucose value was unknown. The customer did not receive failed battery test. The customer also got failed battery test after inserting new battery. The insulin pump will not be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit power properly after battery installation. Unit received with operating currents within specs and no unexpected battery alarms including failed battery test alarms were noted. Unit passed displacement test and self test. Unit received with cracked case at display window corners, display window, belt clip slot and battery tube threads. Unit received with minor scratched display window and case.